Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the amplatz goose neck snare kit and the amplatz goose neck microsnare kit. Survey results from an interventional cardiologist in practice 10 years. Physician has been using medtronic¿s amplatz goose neck snare kit and amplatz microsnare kit since 2010, using a total of 5 amplatz goose neck snare kits and 4 amplatz goose neck microsnare kits in the last year. Of the amplatz goose neck microsnare kits used, 4 were used during coronary vascular procedures. During use of the amplatz goose neck snare kit, no complications are reported during use in the arterial vasculature, or venous vasculature. During use of the amplatz goose neck microsnare kit, no complications are reported during use in the arterial vasculature, or venous vasculature. An embolization event is reported for 1 patient during use in coronary vasculature with dissection in retrieving an embollized stent. A vessel damage event for has also been reported during use of the device for one patient in dissection in retrieving an embolized stent. Of the above complications (adverse events), some of these are listed as having been reported to medtronic previously. Due to limited information these are included in reporting.